Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm, a left common iliac artery aneurysm, and a left internal iliac artery aneurysm using gore® excluder® aaa endoprosthesis. Intra-procedure angiography revealed a type iii endoleak from the overlap between rlt261412j and pla260300j. An additional touch-up ballooning of the overlap was performed, but the endoleak remained. The physician elected to monitor it and concluded the procedure. The patient tolerated the procedure. On (B)(6) 2016, follow-up imaging showed the type iii endoleak remained. A distal type I endoleak in the left leg was also found. One aortic extender endoprosthesis was implanted to repair the type iii endoleak, and one iliac extender endoprosthesis was implanted to repair the distal type I endoleak. Angiography showed that the distal type I endoleak was resolved, but the type iii endoleak remained slightly. The physician elected to monitor it and concluded the procedure. The patient tolerated the procedure.